Manufacturer narrative:
Findings: unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with minor scratches on lcd window. (B)(4)

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was over 300 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.